Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer had high blood glucose for the last few weeks. Customer was told by the diabetic nurse to call the helpline. Customer has taken injections by syringe and her blood glucose goes down only to go back high again. Customer's blood glucose was 411 mg/dl at the end of the call. Customer's blood glucose has been going higher gradually over the last month or so. Caller stated that it has gotten really bad in the last few days. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer was not hospitalized. It was found that the customer is short and weighs about (B)(4) but uses 9mm infusion sets. Customer was advised that inaccurate pump settings may result in unexplained high blood glucose. Due to the length of time the customer has been having high blood glucose and the customer's age, the pump will be replaced as a precautionary measure. Customer was advised to monitor the pump.